Event description:
Plastic bottom separated prematurely. Older model directions (using ice water) differed from website video directions some.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.